Event description:
It was reported that the patient experienced withdrawal following a pump replacement. The night the patient returned home from the replacement she began to have the shakes, sweats, and terrible increase in pain. The patient had been sent home with percocet and oral dilaudid and was taking them but ran out of the dilaudid. The patient then became worse and ¿couldn¿t stand it.¿ the patient notified the healthcare provider (hcp) that she was not feeling well and something was not right but they told her there could be some gaps in medication due to the pump replacement. The patient¿s next refill date was on (B)(6) 2014 but when she presented to a refill appointment on (B)(6) 2014 the pump was empty. The patient stated that the pump did not alarm. The patient also noted that fentanyl had never worked for her and morphine was added to the pump during the refill on (B)(6) 2014. The device system delivered fentanyl, bupivacaine, baclofen and morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
The patient had requested that the new pump be implanted on her left side, but the hcp (healthcare professional) said "absolutely not and didn't want to do all that". The pump was not relocated.